Event description:
It was reported that after completion of a da vinci-assisted benign hysterectomy procedure, the patient sustained a bowel perforation requiring a subsequent procedure. The patient had a history of prior bowel surgery within the left upper quadrant (luq). Dense adhesions were prevalent in the luq. Ports were placed without any known complications and adhesions were removed. The hysterectomy was performed without any complications and completed robotically. The patient was discharged home the same day. On post-operative day one, the patient returned to the emergency department with reports of severe pain, abdominal distention, not passing gas, and no bowel movement. The white blood cell (wbc) count was elevated, and two CT scans were performed. The first CT scan did not show a bowel perforation. As the patient's symptoms continued, a second CT scan with contrast was conducted. This showed a bowel perforation. General surgery performed an exploratory laparotomy. A 2.5 cm small bowel perforation was identified and the small bowel was over-sutured to repair the defect. General surgery suspected the injury could have been due to a port placement injury to the bowel as the site of the perforation was located within the luq where dense adhesions were present during the initial robotic procedure. The patient was discharged home on post-operative day four and is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.